Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow graft thrombus could not be confirmed through this investigation as no product was returned and no images were submitted for analysis. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of elevated liver enzymes could not be conclusively established. Review of the submitted log files confirmed elevations in pump power; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log files contained overlapping data from 25aug2021 to 14oct2021 and 27aug2021 to 15oct2021. A single low speed operation event was captured at 11:17:32 on (B)(6) 2021 due to the fixed speed being manually set below the low speed limit. The pump operated at or above the low speed limit for the remaining duration of the file. Transient elevations in pump power were observed at 11:57:01 on (B)(6) 2021 and at 4:26:39 on (B)(6) 2021. The power elevations were all associated with pi events. The log files appeared to show the system operating as intended. The account indicated that the outflow graft thrombus was originally diagnosed on (B)(6) 2021 via a computed tomography angiography (cta). It was noted that there was no suspicion of thrombus on (B)(6) 2021 when an echocardiogram was performed. International normalized ratio goal (inr) was increased to 1.8-2.3 once the outflow graft thrombus was diagnosed. Cta images were not provided as they were not authorized to be released by the hospital. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until they expired on (B)(6) 2021 secondary to stroke (refer to MFR #: 2916596-2021-06748). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including device thrombosis and hepatic dysfunction. The IFU outlines indications of thrombus and how to respond to such events. Information on anticoagulation, including recommended international normalized ratio (inr) values, is provided in the IFU. The IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi (pulsatility index) event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a patient with a known outflow graft thrombus, covid-19, and altered liver function tests needed log files reviewed. Log file analysis displayed transient low speed events on (B)(6) 2021 at 11:17 am because the set speed was momentarily set lower than the low set speed as well as transient low voltage / no external power alarms on (B)(6) 2021 at 9:23 pm due to user error and the patient disconnecting both batteries. There was also a transient elevation in power and flow on (B)(6) 2021 at 4:26 pm associated with a pulsatility index (pi) event. Additionally, a no external power alarm was observed while attached to the power module that appears to have happened during a possible power source change. The site confirmed that an outflow graft thrombus was diagnosed on (B)(6) 2021 through a computed tomography angiography. Once the outflow graft thrombus was diagnosed the inr goal increased from 1.8 - 2.3.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.